Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was able to be confirmed. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 10 days (B)(6) 2023 per timestamp). No external power alarms coincident with a loss of ac power were active on (B)(6) 2023 from 16:24:32 ¿ 16:24:39 and on (B)(6) 2023 from 12:22:43 ¿ 12:22:51 while the controller was connected to the mpu. The backup battery was able to provide power to the system during the alarms. The alarms cleared once power was restored. There were no other notable alarms active in the log file. Pump operation was not affected, and the device appeared to function as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the mpu were unable to be reviewed due to the serial number being unknown. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review found 2 no external power events while the patient was connected to the mobile power unit (mpu). There were also low voltage hazard events that were the result of slow discharge of the mpu capacitors when power was suddenly lost. The system controller external backup battery (ebb) powered the system when external power was lost. The patient did not recall any loss of ac power to the house, and did not believe that the power cord had become loose at the outlet or the back of the unit.